Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead external noise/interference was observed with multiple analyzers. The lead also exhibited no capture when affixed in the right atrium. The ra lead was not used and the replacement lead also exhibited external noise/interference, but capture and injury current were observed. The replacement lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.